Event description:
Xpeedior catheters seeing bradycardia when used in an av declot, subclav. Veins, native veins, ivc and pe. When aj(angiojet) is stopped, the pt goes to normal sinus rhythms then aj is used again.